Manufacturer narrative:
No conclusion code available; final analysis found burn marks on the circuit board which resulted in power anomaly.

Event description:
It was reported that the merlin transmitter did not work after a strong rain. The device has been replaced.